Manufacturer narrative:
Failure analysis confirmed that the insulin pump power up properly after battery installation. The pump was received with operating currents within spec. The insulin pump was monitored and no blank display anomalies were noted. No damage on the c13/lcd isolation tape noted. Traces of moisture were noted at motor assemblies per visual inspection. The insulin pump was received with scratched lcd window, and missing endcap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had moisture damage and blank screen. The customer's blood glucose reading was 180 mg/dl at the time of the call. The customer stated the insulin pump was exposed to moisture and now has a blank display. Mother is unable to view the history to the blank display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.